Event description:
It was reported to boston scientific corporation that a capio,opc was used during a cystocele repair procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the capio needle detached while the physician was pulling the suture through the tissue. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown; however, it was reported the patient was over 18 years. (B)(4) for the reported event of needle detachment. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.